Event description:
It was reported that during a thoracotomy procedure the device was fired the first time with a green cartridge and no issues. The device was reloaded for a second firing with a blue the cartridge. When the surgeon started to fire the device the cartridge popped off the device and fell into the patient. The surgeon retrieved the cartridge and the procedure was not altered. Another device was used to complete the procedure with no patient consequence.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Release button. The analysis found that one device was received for analysis with a cartridge reload unfired present. After further inspection, the device clamping mechanism was noted to be damaged. Due to the wear and damage to the clamp release, it appears that the device was forced open with the knife was not on the home position. The instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The device closed, cycled and opened without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.